Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
NAME: MEDTRONIC MINIMED COUNTRY: UNITED STATES OF AMERICA STREET: 18000 DEVONSHIRE STREET CITY: NORTHRIDGE STATE: CALIFORNIA ZIP CODE: 91325. BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A DEATH. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER: REPORTING SITE: 8021545, MANUFACTURING SITE: 3003442380.

Event description:
IT WAS REPORTED THAT THE PATIENT HAD DIED ON (B)(6) 2026.

Manufacturer narrative:
The initial report MDR with manufacturing report number 3003442380-2026-53541, was submitted on 20-Jul-2026. However, based on the clinical review done on Date, it was found that the serious injury was not related to the infusion set and there is no allegation on Unomedical products. It was not related to the insulin pump caused or contributed to the event and cause of death of Not disclosed. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.